Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful.

Event description:
Event was created by a journal article which was received on march 27, 2009. Article citation: purandath lall, mbbs, peter gloviczki, md, gautam agarwal, mbbs, audra a. Duncan, md, manju kalra, mbbs, tanya hoskin, ms, gustavo s. Oderich, md, and thomas c bower, md. Comparison of evar and open repair in patients with small abdominal aortic aneurysms: can we predict results of the trial? Journal of vascular surgery, 2009; 49 (1):52-9. There were patients who underwent elective endovascular repair (evar) for 4.0-5.0 cm aaa at a single center between 1997 and 2004. Of these patients, some were implanted with an ancure/evt endograft. Complications observed include: type I and ii endoleaks. Early morbidity included congestive heart failure, arrhythmia, non st elevation mi. Late results included increased aneurysm sac size, and groin lymphocele. Re-intervention was performed due to endoleaks, emboli, and lymphocele excision. Three late deaths in this group were noted, but cause of death was not confirmed by autopsy.